Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that device falling apart ¿ unattached, identified during service and evaluation was confirmed. It was determined that the issue related to the turn knob falling off and the cutter not being able to be secured/locked were due to a design issue which was escalated to CAPA. The assignable root cause was determined to be due to a design error. All the other issues were due to component failure from wear.

Event description:
It was noted in the service order that the lock on the battery oscillator device was opened, and the saw blade device did not stay in place. During service and evaluation, it was determined that the turn knob was detached. It was further determined that the electrical ports were damaged. It was further determined that the device failed pretest for general condition and check quick coupling for saw blades. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.